Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a pt had an open; irritated area under the wafer around the stoma, it is stated it does not itch; and has no drainage. It was reported that the pt was treated with over the counter products for the skin condition. No additional info was provided. Pt outcome was not reported.